Event description:
It was reported that during implant ICD had atrial noise when pocket was moved. This device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise anomaly was confirmed in the laboratory. Analysis found that a damaged atrial septum was the cause of the noise. No other anomalies were found.